Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid during procedure. There was no reported patient injury. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was discarded, as such no conclusion can be made. Not returned - sample discarded.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2022, the bard/davol hydrosurg laparoscopic irrigator leaked irrigation fluid. It was reported that the fluid leak was noted at the end of the case and the unit worked as intended during the case . There was no reported patient injury.